Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a upgrade procedure, the physician noted difficulty in connecting this right ventricular (rv) lead to the new device header. Finally, the rv lead was inserted, but a small transparent portion of the lead had broken off in the pocket. Boston scientific technical services were contacted and discussed that this portion of the rv lead was likely insulation. It was strongly recommended to replace the rv lead, but because no noise was seen and all measurements were in-range, the physician elected to leave the rv lead implanted. The small section of insulation will be returned for analysis. The patient was stable with no adverse consequences and will continue with remote monitoring.